Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media that they experienced low blood glucose level. Customer's blood glucose level was 47 mg/dl at the time of incident. Customer stated that insulin pump altered them they they were low and cut the basal delivery but after 2 hours it resumed the basal delivery even customer's blood glucose level was low that they can't get up to bring their sugar to normal. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.